Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery for "revision and adhesions", however, the description does not clearly define the nature of the "revision" and no medical records have been provided. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number husl0852 was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery for revision and adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery for "revision and adhesions", however, the description does not clearly define the nature of the "revision" and no medical records have been provided. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with adhesions and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device lists pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number husl0852 was implanted to repair the hernia defect. (B)(6) 2010: the patient underwent an additional surgery for revision and adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with epigastric hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected from fascial edges, opened and excised. A ventralex mesh was placed in intraperitoneal position and sutured.¿ (B)(6) 2009 - patient underwent bilateral partial salpingectomy. (B)(6) 2010 - patient visited hospital for epigastric right upper quadrant abdominal pain. (B)(6) 2010 - patient visited hospital for acute on chronic cholecystitis with cholelithiasis and adhesions thereby underwent laparoscopic cholecystectomy with intraoperative cholangiography. Per operative notes, ¿omental adhesions to the anterior abdominal wall from the ventralex mesh which were noted in place were taken down.¿ attorney alleges that the patient had adhesions, pain and emotional injuries.